Event description:
The tech alleged the side rail will not stay in the raised position. No pt impact.

Manufacturer narrative:
The tech found the side rail shoulder bolt is missing. The tech replaced the side rail shoulder bot and nut to resolve the issue.